Event description:
Pt positioned for x-ray procedure. Personnel in control room. Table started to rise, trapping pt between film changer and table. Technologist intervened and lowered table. Problem in foot switch which was removed from service.